Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. An initial investigation was performed by product development (zuchwil). Visual inspection: the complaint device driving cap (product code: 03.043.028, lot number: 20253902) was returned to cq west chester for investigation. No issue relating to the complaint condition was identified. The photograph of the device was reviewed during inspection based on which a conclusive determination cannot be made regarding the functional issue. Functional test: a functional test was performed by the pd team and the driving cap was able to assemble properly with other insertion handle. The complaint cannot be replicated during the functional test. Dimensional inspection: no issue warranting a dimensional inspection was identified on the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of driving cap was reviewed. The complaint condition cannot be confirmed on the device. Conclusion: the driving cap had no issue relating to the complaint condition and was able to function with other insertion handle. This issue might have been due to the excessive burr on the device but a definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part #: 03.043.028. Lot #: 20253902. Manufacturing site: selzach. Supplier: bächler feintech ag. Release to warehouse date: 02 dec 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4, h6: part: 03.043.028, lot: 20253902, manufacturing site: selzach, supplier: (B)(4). Release to warehouse date: december 02, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the received images. The images were reviewed and the complaint condition is not confirmed. The impaction device does not appear to have any defects that would contribute to the complaint condition in the images provided. As the physical device was not received, it cannot be confirmed that the insertion handle and impaction device cannot be assembled. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - impaction instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the driving cap and the insertion handle would not attach together, it will only insert halfway and then get stuck. The driving cap will work with other insertion handles and tried using the cst application but it continue to receive the same error. There was no patient involvement. This report is for one (1) unk - impaction instruments: trauma. This is report 2 of 2 for complaint (B)(4).